Event description:
According to the reporter, after successful catheter implantation, the catheter drifted. The catheter was not repaired. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter had been in place for 1-3 months. Flushing was not performed prior to use. Nothing unusual was observed on the device prior to use. There were no other defects or damages found on the product. No other products were utilized with the device. No remedial actions were taken. The treatment was completed. There was normal bleeding during surgery which had nothing to do with the event. There was about 20 milliliters of blood loss. Blood transfusion was not required as a result of the event. The x-ray was a normal procedure for catheter implantation and had nothing to do with the investigation report. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the catheter drifted. The catheter was not repaired. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter had been in place for 1-3 months. Flushing was not performed prior to use. Nothingunusual was observed on the device prior to use. There were no other defects or damages found on the product. No other products were utilized with the device. No remedial actions were taken. The treatment was completed normally with the reported product. There was normal bleeding during surgery which had nothing to do with the event. There was about 20 milliliters of blood loss. Blood transfusion was not required as a result of the event. The x-ray was a normal procedure for catheter implantation and had nothing to do with the investigation report. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the submitted photos noted one catheter, that had drifted to the left quadrant of the patient. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the catheter drifted. The catheter was not repaired. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter had been in place for 1-3 months. Flushing was not performed prior to use. Nothingunusual was observed on the device prior to use. There were no other defects or damages found on the product. No other products were utilized with the device. No remedial actions were taken. The treatment was completed with normal surgical completion. There was normal bleeding during surgery which had nothing to do with the event. There was about 20 milliliters of blood loss. Blood transfusion was not required as a result of the event. The x-ray was a normal procedure for catheter implantation and had nothing to do with the investigation report. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.